Event description:
The consumer and health care provider (hcp) reported that the patient was having a lot of issues with muscle tightening and sharp pains since implant on (B)(6) 2015. The muscles under their diaphragm got into ¿one huge knot¿ and the tightening went to their back and down their legs caused pain. The muscles would tighten around their implantable neurostimulator (ins) and they felt sharp pain and stimulation. The patient¿s surgeon told them they shouldn¿t feel stimulation, but they did. The surgeon turned off stimulation and some of the tightening symptoms subsided. The issue was present before implant and had worsened. The troubleshooting performed was that they tried different pain medication and turned stimulation off and this helped some. The diagnostics performed related to the sharp pain and muscle tightening were an x-ray and a CT scan. The actions taken to resolve the sharp pain and muscle tightening were pain medication and muscle relaxants. The cause of the sharp pain and muscle tightening was unknown, but it started after placement of the stimulator. It was unknown if the sharp pain and muscle tightening were resolved. The patient was started on medication by their gastrointestinal hcp and was being seen back in the clinic. The indication for use for this patient was gastric stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.